Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl10 from the analog pcb assembly. The leaky filter caused a depletion of the internal hlc batteries. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation of the device, physio-control observed internal electrical leakage which will deplete the internal hlc batteries and not allow the device to function appropriately. There was no patient use associated with the reported failure.